Event description:
Per the clinic, the patient experienced magnet dislodgement and a subsequent loss of connection to the internal device. The patient also exhibited behavioral changes, becoming irritable and hitting the area where the external processor is worn. There are plans to reposition the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced magnet dislodgement and a subsequent no benefit and loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.